Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support of observing a fluid leak inside the liberty cycler cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient reported that the treatment was completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that there was no complications experienced as a result of the alleged event. There was no medical intervention.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom hb make sure hb is on ht tray and unclamped was not confirmed. The reported symptom heater bag not detected was not confirmed. The reported symptom dl drain line is blocked was not confirmed no fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed, completed without failures or problems. The cause of the observed dried fluid and fluid could not be determined. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."